Event description:
Prismaflex circuit changed on evening shift due to 96 hour limit. New circuit had to be replaced at midnight due to inability to recover from pressure alarms. This circuit started without incident. An extra manual prime was done. Large amount of foam developed in the deaeration chamber, which was removed multiple times with syringe. The foam continuously reaccumulated, and it appeared to be from the purple line initially where it enters the deaeration chamber. It was later noted that small bubbles were at the top of the filter in the blood line when the blood was being returned. All connections were checked and double checked. Attempted to change the rate of the post replacement fluid. This did not change the rate of foam accumulation. A new circuit was then started with a full re-prime of the circuit. There were no issues with this circuit.

Event description:
Prismaflex circuit changed on evening shift due to 96 hour limit. New circuit had to be replaced at midnight due to inability to recover from pressure alarms. This circuit started without incident. An extra manual prime was done. Large amount of foam developed in the deaeration chamber, which was removed multiple times with syringe. The foam continuously reaccumulated, and it appeared to be from the purple line initially where it enters the deaeration chamber. It was later noted that small bubbles were at the top of the filter in the blood line when the blood was being returned. All connections were checked and double checked. Attempted to change the rate of the post replacement fluid. This did not change the rate of foam accumulation. A new circuit was then started with a full re-prime of the circuit. There were no issues with this circuit.